Event description:
The site contacted berlin heart clinical affairs on 2025-05-25 to report that the patient supported with the excor system in bi-vad configuration experienced hemolysis. The patient's ldh levels increased to 3000 u/l on (B)(6) 2025. The clinic decided to decrease the rate and the diastolic pressures. The ldh level then decreased to 380 u/l as of (B)(6) 2025. There were no visible deposits inside or outside the cannulas. According to the site, the excor blood pumps pu valves; 25 ml in/out; ø 9 mm; lvad, sn (B)(6) and rvad sn (B)(6) maintained complete filling and ejection.

Manufacturer narrative:
The excor blood pump pu valves; 25 ml in/out; ø 9 mm; lvad, sn (B)(6) was in use on the patient from 2025-03-17 to date. The pumps continue to remain, and the patient is being monitored. The event occurred on (B)(6) 2025, which is (28 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and concluded the pump was produced according to our specification. The other pump rvad, sn (B)(6) associated with this event is submitted as 3004582654-2025-00033.